Event description:
It was reported that externalized conductors were seen under fluoroscopy. All electrical measurements were normal. Lead remains implanted.

Manufacturer narrative:
No medwatch form was received.